Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer has had to change out several bivona trach tubes due to them having leaks. When checked, after the trach change was completed, the cuffs were noted to have pin size holes in them. Causing the patient to lose volume while on the ventilator. No injury or adverse effects after trach change was completed.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two sample product samples were received for evaluation. Visual and functional testing were performed. Samples were visually inspected under normal conditions of illumination and the samples were filled with 5cc of air. Holes were detected in both samples; therefore, leaks were detected for two samples. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.